Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # (B)(4); coolflow pump model# m-5491-02, serial # (B)(4). (B)(4).

Event description:
It was reported that during a left sided idiopathic ventricular tachycardia (idvt), was noticed that the patient's blood pressure dropped. The perforation was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and the patient was reported to be intubated and in stable condition. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4). It was reported that during a left sided idiopathic ventricular tachycardia (idvt), was noticed that the patient's blood pressure dropped. The perforation was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and the patient was reported to be intubated and in stable condition. Additional information was requested, but no response has been received. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedure. (B)(4).